Event description:
It was reported via repair work order that the power control board was overheated and burned out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.